Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on six (6) minicaps. This occurred before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation. A visual inspection with the naked eye noted cracks on the opening of the actual caps. Functional leak testing was performed and failed due to the cracked caps. The reported condition was verified on the actual three (3) samples. The cause of the condition could not be determined. The remaining three (3) actual samples were not returned; therefore a device analysis could not be completed for those samples. Additionally, eighty-nine (89) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and connection testing was performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.